Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h3 which should have been yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation performed by the original equipment manufacturer, no root cause was identified due to a lack of sufficient information. Olympus will continue to monitor field performance for this device.

Event description:
As reported, the tip of the fiber was found broken prior to opening the package. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received at olympus service center (bnp) facility for initial evaluation on (B)(6) 2021. Inspection noted , the fiber is confirmed to be a tfl-fbx200s with lot number kr136314. The fiber was returned in an autoclaved sterile pouch. The cap remains on the proximal end and the distal tip appears to be unused. Approximately 8 inches from the distal end the fiber is broken, confirming the reported complaint. The device was sent back to the OEM ( original equipment manufacturer) for further investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.